Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced pain as well as the placement causing charging difficulties. It was noted that the patients pocket was too deep and the ipg was tilted giving trouble to charged. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.